Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous glucose results for 2 patients tested on accu-chek inform ii meter with serial number (B)(4). Patient 1 initial result at 12:11 p.m. From a finger stick was 414 mg/dl. The patient was retested on the meter at 12:14 p.m. And the result was 192 mg/dl. The patient was not treated based on either result and no laboratory test was performed. The error log of the meter shows an "e-1504, glucose error" at 12:14 p.m. Which indicates inadequate sample size. On (B)(6) 2017 patient 2 (male, (B)(6)) initial result at 9:26 a.m. From a finger stick was 418 mg/dl. The patient was retested on the meter at 9:28 a.m. And the result was 279 mg/dl. The patient was not treated based on either result and no laboratory test was performed. There was no allegation that an adverse event occurred. Patient 1 was discharged on (B)(6) 2017 and patient 2 was discharged on (B)(6) 2017. Quality controls passed within 24 hours of each event. The same vial of strips was used with both patients. The strip port of the meter was contaminated with control solution, so both the meter and test strips were requested for return.

Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified for this event. Since the customer indicated the strip port of the meter was contaminated with control solution and an error for inadequate sample size was received, these factors may be related to the discrepant results. Since no product was returned, the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.